Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena of "nozzle clogged" and "foreign material on the light-guide lens" were confirmed - however, it was not possible to identify the material further. It was not known if any deviation from reprocessing had occurred, and no there was no physical damage at the point where foreign material was detected. Therefore, a further cause of these suggested phenomena could not be presumed. Suggested event 1 (nozzle clogged): the user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function". The user may reduce/prevent occurrence of suggested event 1 in accordance with the following IFU: "·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. ·to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Suggested event 2 (foreign material on the light-guide lens): the user can detect the suggested event properly by handling the device in accordance with the following IFU: "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a malfunction of the forceps/instrument channel and a problem with the air/water flow. The issue was found during reprocessing. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged, the light guide cover glass had foreign material, the charged coupled device cover lens was scratched, the distal end cover was cracked with a sharp edge, the bending section rubber glue was separated, the bending tube was deformed, the connecting tube had a scratch, the stiffness control ring was scratched, the scope cover was scratched, paint was peeling off the suction cylinder nut, the up/down and left/right knobs were scratched, the switch box unit was scratched, the universal cord was scratched, the scope connector cover and plug unit were damaged, up/down and left/right knobs had play, the image had a shadow because the charged coupled device cover lens was scratched, the air/water nozzle and channel were clogged, and the air/water flow was reduced due to the clog. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.